Manufacturer narrative:
(B)(4) initial report: the following additional information has been requested: post primary and pre revision x-rays. Operative notes (primary and revision). Patient activity level, medical history and weight. What was the patient doing at the time of the dislocation? Did the patient experience any slips, falls or other trauma post primary surgery? Did the patient follow correct post-op protocol? An update on the patient post revision. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the cup and ceramic liner after approximately 10 years and 2 months (njr no. (B)(4) states the reason for revision as "dislocation/subluxation /implant fracture of a ceramic component - socket/periprosthetic fracture"). Please note the biolox ceramic liner is not cleared for sale in the us. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA.

Event description:
Trinity revision of the cup and ceramic liner after approximately 10 years and 2 months (njr no. 1857776 states the reason for revision as "dislocation/subluxation /implant fracture of a ceramic component - socket/periprosthetic fracture"). Please note the biolox ceramic liner is not cleared for sale in the us. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA.

Manufacturer narrative:
Per-9221 final report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, medical history and weight, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of these details could be provided and thus the investigation of this event was limited and the reason for revision still remains unclear. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. The reason for revision is unclear and the root cause could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributor caused or contributed to this event.